Manufacturer narrative:
The pod was received with the cannula deployed. The download data showed that the device ran 57 pulses and was deactivated after completion of the second priming sequence. No defects or deficiencies were found that would result in a failure of the device to deliver insulin. No issues were found that would result in a needle mechanism failure. It could not be determined when the needle deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.